Event description:
Caller states the pt tested >8.0 inr on coaguckek system 1 and 4.6 inr, 3.6 inr, and 3.8 inr on add'l coaguchek systems. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.